Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of one (1) device for this lot number and failure mode. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. A two-year review of complaint history revealed there has been a total of 35 reports, regarding 75 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unknown procedure on (B)(6) 2025, and ¿a plastic part of the cannula broke during the procedure. All parts were retrieved by surgeons and nurses. The procedure and how the cannula broke are unknown, unavailable.¿. The procedure was completed with the use of an alternate device and a delay of 2 minutes. Further assessment found the device had fragmented and fallen into the patient and was easily found and retrieved. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.

Event description:
A sales representative reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an unknown procedure on (B)(6) 2025, and ¿a plastic part of the cannula broke during the procedure. All parts were retrieved by surgeons and nurses. The procedure and how the cannula broke are unknown, unavailable.¿ the procedure was completed with the use of an alternate device and a delay of 2 minutes. Further assessment found the device had fragmented and fallen into the patient and was easily found and retrieved. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.